Manufacturer narrative:
Concomitant products: product ID 8835, serial # unknown, product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # unknown, product type programmer, patient. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine (1 mg/ml at 0.2540 mg/day) via an implantable pump. The indication for use was noted as non-malignant pain. In (B)(6) 2015, the patient was seeing an empty reservoir code on the ptm (personal therapy manager). The patient had no symptoms. The patient presented to the office on (B)(6) 2015 unable to bolus with the ptm. Analysis of the pump showed that the patient was overdue for a pump refill. The pump volume showed 0.0 ml and 20.7 ml dispensed since pump was last updated. The alarm date was (B)(6) 2015. The issue was resolved.